Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was dripping out insulin even after being disconnected. The customer¿s blood glucose level was 90 mg/dl at the time of the incident, and 79 mg/dl at the time of the call. The customer drank juice to prevent a low. The customer does not use pump auto mode and the pump was delivering insulin without input. Troubleshooting was not completed. The customer also reported highs of 500 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test.